Event description:
It was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. No over/under delivery anomaly noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. In further full review of the pump history on the event date of 28-dec-2024 found bolus deliveries of 1 u at 00:28:04.000, 3 u at 04:12:42.000 and 3.3 u at 06:13:06.000. The total bolus insulin delivered on 28-dec-2024 was 14.5 u. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Per visual inspection found moisture damage on the motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection:¿ scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained). In conclusion, customer allegation for pump no current code/category and under delivering were not confirmed during full functional testing. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary:- customer did not allege of under delivery. Customer reported that they received a message of "bolus not delivered," and was advised that the deliver bolus button is not pressed within a period of time. Customer stated that the insulin pulp is working properly.